Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, oversensing of noise was observed. The noise episodes were incorrectly interpreted as ventricular fibrillation, but therapy was aborted before it could be delivered. The noise was reproducible with isometrics when the patient came into clinic. Programming changes were made and lead revision was discussed. The patient is currently stable.

Event description:
Additional information indicates that the physician elected to cap and replace the right ventricular lead (B)(6) 2019. The device was programmed back to its normal settings and the patient was stable and has been discharged.